Event description:
Alleged the bed has unintentional functions of every function. The facility inspected the bed the following day and found no problems with the bed. The facility assumes the bed had fluid in one of the rails and within 24 hours it had dried out.